Event description:
The customer reported that she was hospitalized for blood glucose levels above 800 mg/dl. The customer also stated that she inserts the infusion sets manually because they don't fit in the inserter properly, causing the infusion sets to fall off. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report # 2032227-2010-80722 for the report on the insulin pump.